Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed very proximal and therefore, was fully recaptured. Upon removal of the device, a kink was noted to both the distal and proximal portion of the wds. The procedure was completed with another 24mm wds. There were no patient complications.